Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
It was reported that a kink in the catheter occurred. An x-ray was taken, the results showed "no change seen" on (B)(6) 2013. The patient experienced worsening spasticity. The catheter was replaced on (B)(6) 2013. The patient outcome was resolved without sequelae on (B)(6) 2013. The device system was used to deliver lioresal. It was later reported the pump's end of battery life occurred. The device was interrogated which showed the pump was nearing end of life. The pump was replaced.